Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 150 mg/dl. The customer stated the insulin pump was exposed to moisture damage in the form of sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit had intermittent button response due to corroded keypad traces on the up arrow and down arrow buttons. The unit had minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip. There was no moisture damage noted on electronic assembly or on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.